Event description:
Information was received from a healthcare professional via a clinical study in regard to a patient receiving hydromorphone 20.0 mg/ml at 4.517 mg/day and bupivacaine 6.0 mg/ml at 1.3550 mg/day via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain. It was reported that during an interrogation on (B)(6) 2016, logs indicated a pump motor stall on (B)(6) 2016 at 08:40 with a motor stall recovery on (B)(6) 2016 at 08:54. The reason for the stall was unknown, as there was no record of an MRI on that date. The outcome resolved without sequelae on (B)(6) 2016. No action was taken. The etiology was indicated as related to the device or therapy, and not related to the implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.